Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking mechanism was defective. Device failed during the operation. A spare device was available. Operation could be continued without any harm to the patient. There was a 5 minutes delay in surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: moq. (B)(6). A service history review was conducted. The report indicates that the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A manufacturing investigation was conducted. The report indicates that no abnormality on the parts found, except excessive grease / oil residue. No parts were damaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.